Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump changed concentration during infusion from 100 mg per 100 ml to .25 mg per 100 ml. The event occurred during delivery in the intensive care unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. A review of the event history log identified infusion was manually, last one was after the delivery of 97 ml.  No evidence of over/under infusion was confirmed. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.